Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed to resolve the issue. It was reported that the customer did not observe insulin exiting the infusion set tubing or the cartridge patient line. Reportedly, a cartridge change was performed to resolve the issue. Blood glucose level ranged from 585-587 (mg/dl), and was addressed with a bolus.